Event description:
It was reported that during a laparoscopic sigmoid resection procedure, on the second firing, the reload came out of the device and some of the staples fired, but were malformed. Another like device was used to complete the procedure. There was no patient consequence.